Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012751368 was returned and analyzed. Visual inspection was performed and on the spiral array segment, the spiral array pebax tube was observed to be kinked. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. The electrical continuity test did not reveal any anomalies. In conclusion, the reported inverted and knotted array issues were not confirmed during testing and the catheter failed the returned product inspection due to a kinked pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the catheter pscc100 pulseselect was removed from the plastic tray and was immediately noted by technical staff to have an array inversion that caused the catheter to knot up at the tip of the capture device as it was being captured by the technician at the preparation table. The physician attempted to resolve the inversion at the table but was unable to do so. The catheter was replaced to resolve the issue. The patient was under general anesthesia during the procedure, and the case was completed without the need for medical or surgical intervention or extended hospitalization. No patient symptoms, complications, injuries, or adverse outcomes were reported. No patient complications have been reported as a result of this event.